Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 497 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.